Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead, other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 20-nov-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 20-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that impedance on electrode #12 >40000. Cause of event is undetermined. Not programmed on electrode #12. Unable to change impedance measurement. Hcp notified of high impedance by the clinician programmer on (B)(6) 2021.